Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h6. Revision procedure's operative notes were provided and reviewed by a health care professional. Review of the available records identified the following : the shell was found to be completely dislodged, and could be easily removed. There was no bony ingrowth. The cup, screw, liner, and head were removed and new products were implanted. No other complications/ findings related to the reported event were noted. The additional information received does not change the final results of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(6). Concomitant medical product: 00625006535 ¿ bone screw ¿ unknown lot. 00877504002 ¿ biolox delta head ¿ 231975. 00885101240 ¿ neutral liner ¿ unknown lot number. Reported event is confirmed by review of medical records and radiographs noting acetabular component spinning out of position and a fractured bone screw. Visual review of photographs identified the following : the products were covered in biodebris. A fragment of the fractured screw was protruding out of one of the screw holes. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02619.

Event description:
It was reported that patient underwent a left hip revision approximately 9 years post implantation due to loosening of the acetuabular component and fracture of the screw. Attempts have been made and additional information on the reported event is unavailable at this time.